Manufacturer narrative:
Visual evaluation found that the returned device was fractured in two main pieces with the fracture line extending antero-posteriorly near the mod-sagittal plane (all fragments were accounted for and discarded during cleaning). Cosmetic damage such as nicks/gouges/dents/scratches were also observed on the top surface near the middle anterior portion. The device history records were reviewed and identified no deviations or anomalies. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the component. It was reported that the device broke when the surgeon used a mallet to force it in the joint space, which is clearly advised against in the surgical procedure. Per the persona surgical technique, gentle manual pressure should be applied without impacting the tibial articular surface provisional construct (including the tasp top, bottom, shim, and tibial sizing plate handle) with either a mallet or hand. Therefore, misuse is considered as the root cause.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery when the surgeon impacted the device with a mallet.